Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device, which was not affected by a product advisory issued to physicians since (B)(6) 2005, was explanted due to normal battery depletion. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Event description:
--